Event description:
Complainant alleged that the clinicians were defibrillating a pt (age and gender unk), but the device did not discharge upon the clinicians first attempt to administer a shock to the pt. Upon the clinician's second attempt to defibrillate the pt, the shock was delivered to the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering dept was unable to duplicate the reported malfunction with the device in either AED or manual mode. The device passed all testing and has been returned to service. There have been no additional malfunctions reported with this device.